Event description:
The physician completed arteriotomy closure using the closer 6 fr. Following a diagnostic procedure. The pt was re-admitted to the hospital 14 days later with an infected groin. The pt underwent surgical graft repair to the arteriotomy site. The pt was discharged home after an unspecified length of time in the hospital. The pt was re-admitted to the hospital 16 days post-surgical event with a second infection. An unspecified second surgical procedure was performed. The physician stated that the pt had bacteremia, but was not sure whether the bacteremia was pre-existing or not. The pt is reported to "be doing ok".